Event description:
It was reported "when he changes out his dexcom, it won't pair to the pump and he has to reset the pump to get it to pair and connect to the dexcom." There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.